Event description:
Surgeon reported a lateral notching and a retro tilting of prothesis.

Manufacturer narrative:
The femoral block associated with the reported event was not returned. A DHR review was performed and no discrepancies were discovered during this review and no nonconformance's were associated with this lot. Segmentation is correct and within trumatch specifications. The trumatch proposal was designed correctly. The block was designed within trumatch specifications. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.